Event description:
It was reported that the customer received calibration errors and change sensor alarms because of sensor glucose and blood glucose issues. His blood glucose level was 190 mg/dl. The customer experienced low blood glucose levels as well. The product was returned. Nothing further to report.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffertest per (B)(4). Sensor failed per specification due to high readings.